Event description:
It was reported that the core console with integral irrigation pump was causing the handpiece and shavers to run at the maximum speed at all times. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that the core console with integral irrigation pump was causing the handpiece and shavers to run at the maximum speed at all times. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Upon evaluation of the device, no failure was found. An electrical engineer spoke with the sales representative, (B)(4), who clarified the reported event by advising the console only needed its software updated to the latest revision so the account could better program the console for user preferences. Preventative maintenance was performed on the console, which included updating the software and all required upgrades, and the device was returned to the user facility.